Manufacturer narrative:
The remote support engineer (rse) talked to the customer and confirmed a speaker malfunction error message was displayed and that the device has no audio. The rse sent a replacement speaker assembly to the customer to resolve the reported issue. Even after replacing the speaker the customer biomed confirmed the speaker malfunction error message is still displayed. The rse confirmed a main board issue could cause the reported issue. A field service engineer (fse) was dispatched onsite. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported the device was presented with a speaker malfunction error and there was no sound coming from the device. The device was not in clinical use. There was no report of patient or user harm.

Manufacturer narrative:
Analysis was performed by remote and onsite service personnel. The remote support engineer (rse) talked to the customer and confirmed a speaker malfunction error message was displayed and that the device has no audio. The rse sent a replacement speaker assembly to the customer to resolve the reported issue. Even after replacing the speaker the customer biomed confirmed the speaker malfunction error message is still displayed. The rse confirmed a main board issue could cause the reported issue. A field service engineer (fse) was dispatched onsite and confirmed the main board needs to be replaced as well. Based on the information available and the testing conducted, the cause of the reported problem was a defective speaker and a defective mainboard. The reported problem was confirmed. The issue was resolved by replacing the speaker and mainboard.